Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low and inadequate sensing, high pacing impedance and high capture threshold. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of high pacing impedance, r-wave amplitude variation, failure to sense and unacceptable threshold were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.